Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 426 mg/dl. The customer stated that the cannula was bent when the infusion set was removed, but the insulin pump did not give a no delivery alarm. The customer called to get a replacement insertion device as the cannulas were bending due to inserting manually. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.